Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for posterior collapse of the tibial metaphyseal bone with increased slope of the tibial component and posterior subluxation of the femoral component. Event is serious and is considered moderate. Event is definitely related to device and possibly related to procedure. Date of implantation: (B)(6) 2017; date of event (onset): (B)(6) 2018; (left knee).

Manufacturer narrative:
Product complaint #: (B)(4). This is a duplicate report of 1818910-2019-80708. 1818910-2019-99684 is being retracted as it is a report duplication. 1818910-2019-80708 will be kept for investigational purposes.